Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and received a result of 194 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.